Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leak event on (B)(6) 2024 . The insertion site was at arm. The leak was at the site. The blood glucose level was 210 mg/dl. No further information available.